Event description:
Information received from the article: faria et al. The role of the pipeline embolization device for the treatment of dissecting intracranial aneurysms. Am j neuroradiol 32:2192-95 dec 2011. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review. 23 patients (mean age (B)(6), 12 females) were treated with pipeline devices. Asymptomatic in-stent stenosis was observed in 2 patients. One of these patients showed complete resolution in 12 months and the other remained stable without requiring therapy. One patient had a retroperitoneal hematoma with complete recovery. One patient experienced a thromboembolic complication (ipsilateral cerebellar stroke after stent placement and coiling of a giant partially thrombosed vertebral dissecting aneurysm) with complete recovery. No further information was available. Information received from the same article as MDR# 2029214-2015-00273.

Manufacturer narrative:
The report was created to capture the post procedure complications. The information was received from the article: information received from the article: faria et al. The role of the pipeline embolization device for the treatment of dissecting intracranial aneurysms. Am j neuroradiol 32:2192-95 dec 2011. Http://dx.doi.org/10.3174/ajnr.a2671. The lot history record reviews were not possible since the lot numbers were not reported. The devices will not be returned for evaluation as they were implanted. (B)(4).